Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection identified that the flexible cannula was received loaded inside the catheter. Additional, the proximal section of flexible cannula (hub) was not returned. Residues were noted between the flexible cannula and the stent at the distal section. Functional inspection was performed and observed that the flexible cannula could not be remove from the catheter, the catheter was accordioned in distal section while the flexible cannula was pulled back. Therefore, a transversal cut was perform at catheter tip, the tip cannula was not found stuck inside the tip step. After the cut, excessive force was used to removed the flexible cannula and it removed properly. Dimensional inspection of the stent catheter length and tip step were performed and were within specifications. Also, dimensional inspection of the outer diameter of the flexima cannula (proximal section, middle section, distal section) were performed and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "operational instructions prior to placement prior to use, all devices to be used for the procedure should be carefully examined to verify the sterile barrier, proper function, and integrity". (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2018. It was reported that the device used was expired and difficulty removal of the stiffener occurred. An expired flexima¿ was selected for use. During procedure, after the catheter was advanced, the stiffener was then removed. However, upon removing the stiffener, the catheter got stretched really bad and started to fray. The tubing was then cut and an amplatz wire was placed over the tube, put it around the stiffener and pulled out the stiffener. The stiffener was then removed without harming the patient. The procedure was completed with a different device. No patient complications were reported and the patient was fine. However, device analysis revealed that there were residues noted.